Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: there have been instances where they have added chemotherapy to the empty bag and the chemotherapy leaks from the hard plastic at the bottom of the bag. One of the drugs was doxorubicin but the others are unknown. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Visual inspection of retained units, batch record review and a review of our discrepancy management system database could not be performed as a lot number was not provided. If additional pertinent information becomes available a follow-up report will be filed.